Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery tests could not be performed due to no button response. The device also had a scratched display window and cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 396 mg/d. It was stated that the customer had disconnected the insulin pump for volleyball. The device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.